Event description:
New essure device from conceptus. Patient elected hysteroscopic sterilization. Rep from conceptus present and assisting in problem solving entire case. Initial difficulty with tubal spasm on right, but able to adequately cannulate. Device wheel after 2-3 thumbwheels became increasingly difficult to wheel and required force that wore through a latex surgical glove. Finally able to wheel to hard stop, pressed button and unable to thumbwheel further. Device attempted to be removed, but was partially expanded in tube. Would not release device from introducer, nor was I able to pull the device from the tube. Internal coil unwound to a length of 2cm into uterus. Per my exam and the examination of the removed portion of the device by myself and the conceptus rep, it was her opinion that there appeared to be enough coil to cause tubal scarring, so proceeded to left side, where the same occurrence happened minus the tubal spasm, this time the internal coil stretching the entire length of the uterus. Not able to remove or cut wire with hysteroscopic scissors. Converted to laparotomy to perform filshie clip sterilization. Multiple prior laparotomies and morbid obesity. Dates of use: device implanted. One day in 2008. Diagnosis or reason for use: undesired fertility.